Event description:
Complainant alleged that while treating a male patient, the device successfully discharged at 120 joules; however, upon the second attempt to charge energy, the device displayed a "bridge test fail" message. Upon the third attempt to charge energy, the device displayed a "bridge test fail" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty insulated gate bi-polar transistor on the bridge board.